Manufacturer narrative:
The water solenoid cannot hold water pressure. The handpiece cable is damaged, thereby restricting water flow. Water filter have build up debris. Duckbills are filled with powder. Auxilliary cable needs upgrade.

Event description:
While using a g132 scaler, the insert tips are getting hot; no injury resulted.